Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that a switch was damaged.

Event description:
It was reported by the patient that the carelink monitor did not power up. It was further reported that box was damaged prior to its arrival and that no telephone cord or instructional materials were contained. The monitor was replaced. No patient complications were reported.